Event description:
Both shoulders were touching the sides of the scanner. Table had to be manually moved, it would not advance automatically due to patient's size. Patient was in for a double study on both arms. During the 2nd study, patient informed staff that the left elbow was getting hot. Exam was terminated. Patient did not receive any burns.device was upgraded 3/05 by ge.